Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has been having trouble walking for about a month and the healthcare provider told them to call to see if there is anything that they can do to help while they get to seeing the doctor until june. The caller last saw the hcp in september and were told they had 8 months left on the battery. During the call, the caller was seeing service code 1710, eri. Reviewed to contact the neurosurgeon, because the patient needs a surgery to replace the battery. The caller is wondering if they should turn the therapy down to try to make it last longer or something. Reviewed with the caller that we are not qualified to recommend any adjustments and offered to show the caller how to use the remote. The caller decreased the settings slightly on each side. The battery was showing less than 3 months. The caller reported that the leg was feeling a little numb and tingling, but now it is feeling looser after decreasing. Agent advised the caller to keep trying to call the doctor and let them know what is going on.